Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the v60 ventilator has a pressure zeroing fault. The customer reported that the unit was not in use on patient. There was no report of patient or user harm. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel (asp) reported that he was able to verify the reported proximal pressure sensor autozero failed in the log. The issue was discovered during testing. The authorized service personnel (asp) replaced the data acquisition (da) board to address the reported issue.